Manufacturer narrative:
(B)(4).

Event description:
It was reported that " the catheter was inserted into a 4-year-old patient as support during pelvic surgery. Yesterday it turned out that the balloon of the probe could no longer be deflated, so the catheter could not be removed. Our urological assistants on duty made several attempts to remove the catheter, including cutting off the valve and advancing a guide wire through the route. All actions in vain, the balloon could not be released. Ultimately, I punctured the probe with a needle under ultrasound guidance. This worked without any problems, although our patient had to be briefly induced." Additional information has been requested and not yet provided by the customer. If additional information reguarding the patient's current condition is provided, this complaint file will be updated.

Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " the catheter was inserted into a 4-year-old patient as support during pelvic surgery. Yesterday it turned out that the balloon of the probe could no longer be deflated, so the catheter could not be removed. Our urological assistants on duty made several attempts to remove the catheter, including cutting off the valve and advancing a guide wire through the route. All actions in vain, the balloon could not be released. Ultimately, I punctured the probe with a needle under ultrasound guidance. This worked without any problems, although our patient had to be briefly induced." Additional information has been requested and not yet provided by the customer. If additional information reguarding the patient's current condition is provided, this complaint file will be updated.